Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a wire being exposed on the black power cable was not confirmed. The system controller was not returned for evaluation, and no photos were submitted for review. Multiple requests for additional information were made to determine if the system controller (serial number: (B)(6) would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the wire for black power cord was exposed on system controller. The system controller was replaced.